Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation the left ventricular lead was found to be dislodged. The lead was explanted on (B)(6) 2017. A different lead was tried but due to coronary vessel obstruction it was not used. The lv port was plugged. The patient presented in operating room on (B)(6) 2017. Two bipolar epicardial leads were placed via a thoracotomy. The patient tolerated the procedure well with complications.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead. The lead was not explanted but was capped. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the left ventricular lead was capped on (B)(6) 2017.